Event description:
Patient presented with high impedance > 10000 ohms and a lead break was suspected by the patient's physician. The device was programmed off. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Further information was received confirming that the explanted lead and generator were discarded after surgery.

Event description:
Further information was received that there was "no chance of product return." It was stated that there was a suspected lead break and that the old lead and generator were explanted and replaced. The generator was being replaced prophylactically. Although product return is unlikely, explanted devices have not been received to date.